Event description:
The dsd-201 overflowed, a maintenance person and scrub technician at the facility were shocked by the dsd while cleaning up the flood.

Manufacturer narrative:
Olympus field service engineer (fse), discovered side b reservoir was over flowing during the rinse cycle. While the basin was filling, some water spilled over into the reservoir causing it to run over the top. Fse replaced the return 3/4" valve with a new one and found a piece of plastic in the valve cover, the plastic came from the lid lining. The lid cracked and pieces fell off into the basin. A piece of plastic went through the drain and made it to the return valve. Fse checked the other valves and found no other problems. Fse met with the staff to review ways to avoid future occurrences. On 10-14-2010 - we spoke with (B) (4) in regards to this incident. (B) (4) stated " two people received a mild shock, neither was seen by a physician and both are doing fine. Everything has been resolved." Evaluation done by olympus.